Event description:
It was reported via repair work order that the nurse call cable is damaged. It was further reported that the bed will not locate the brake position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: brake issue is not complete parts on order. Nurse penant was repaired.